Manufacturer narrative:
The lead was received for analysis intact, not severed. The lead tip/helix appears intact and undamaged. Visual inspection noted that the helix mechanism returned in a retracted position with no abnormalities. Setscrew mark was noted 1/2 on the terminal pin, right at the end. No other set screw marks were noted, pointing to improper insertion depth of the terminal pin into the device header while implanted. The lead passed electrical testing. Laboratory analysis was unable to confirm the reported allegation of dislodgement, lab observations and field report were insufficient to verify this malfunction. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to dislodgement. This lead was returned and analyzed. No additional adverse patient effects were reported.